Manufacturer narrative:
Review of the provided x-rays confirm the complaint of lateral migration of the lag screw without disengagement from the nail and confirmation visually of spiral marks on the returned lag screw. Although, the images of poor quality, a depuy trauma product director stated it appears the screw seems extremely high in the femoral head and neck, not optimal placement for a lag screw. A search of the complaint database found no prior reports for all of the reported part and lot number combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. The inherent risks of lag screw migration have been characterized in the design fmea (ref (B)(4)) and are evaluated in the risk management report (ref (B)(4)). There are no aspects of this complaint that contradict that risk assessment. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
The cephalic screw has migrated, this led to the removal of the trochanteric nail.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.